Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported there was a mixer and ventilator failure during a case. There no injury reported.

Manufacturer narrative:
The electronic log file was evaluated. A sporadic malfunction of a cpu board which controls the device-internal communication between user interface and gas mixer could be clearly identified as the root cause. Dräger knows a certain number of similar cases where a sporadic breakdown of device-internal communication occurred. This leads to a situation where ventilator and gas mixer enter a fail state simultaneously; the device is designed to switch to monitoring mode then and to alert the user to this condition by means of a corresponding alarm. Manual ventilation with emergency oxygen dosage remains possible, this includes application of anesthetic gas as well. The monitoring functionalities remain unaffected. The procedure how to establish the emergency gas supply is laid down in the IFU. In all comparable cases it was only possible to narrow down the root cause to the respective pcb cpu - the exact failure mechanism however could not be determined by in-depth analysis. The fact that the identical type of board is used in the workstation twice and does not exhibit malfunctions in the second application periphery makes a general design issue rather unlikely. A reasonable explanation would be electrostatic discharge of the user during interaction with the device or any other kind of electromagnetic disturbance that exceeds the immunity barriers of the device. The primus was developed in compliance to the requirements of iec 60601-1-2. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
See initial report.